Event description:
The patient underwent cochlear implant placement in the right ear with a nucleus freedom cochlear implant ~3 years ago. He initially did well, but more recently his performance has deteriorated, and he is found to have progressive failure of his implant.

Event description:
The patient underwent cochlear implant placement in the right ear with a nucleus freedom cochlear implant ~3 years ago. He initially did well, but more recently his performance has deteriorated, and he is found to have progressive failure of his implant.